Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the lancet protrudes beyond the end cap of the softclix plus lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was sent.